Event description:
The following has been reported: customer reported: we've had this pump come in 4 times from staff since september, wanted to see if you can check its logs to observe any issues we cannot see. No known stop of an infusion with a patient. Also, no patient harm has been reported. 24 hour infusion of 3000ml vtbi at 125ml/hr on ac power. Ended test at 19 hours. Could not duplicate any issues. Staff reports red lights flashing on pump that states "service needed" staff reports "broken." A preliminary review of the logs identified the following issue: processor hardware failure (linux core) . An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a

Event description:
The device was returned for linux core failure. The pump passed mock infusion testing with no failures. Log files confirm multiple som failures. Device was opened to check for internal damage and loose connections. Upon opening the device, a small amount of unidentifiable liquid was found on the heat spreader. The main pcba, som and heat spreader were removed and sent to engineering for further analysis. No internal damage or loose connections were observed.